Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an inappropriate capture and far-r wave over-sensing. The ra lead dislodgement was confirmed via chest x-ray. The ra lead was explanted and replaced. There were no patient consequences.